Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the customer¿s allegation of image flashes (with the image not being visible) could not be confirmed, the device was found to have flashing images (with the image being visible). Based on the results of the investigation, it is likely that the faulty receptacle caused the failure. The cause of the faulty receptacle failure could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of flashing was not confirmed, however, a faulty receptacle was found, which could have caused the customer's report. The customer' s allegation of insufficient air flow was found and it was attributed to a faulty pump unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the image was flashing and there was insufficient air flow on the video system center during an enteroscopy procedure. The facility was able to complete the procedure using the same device. There were no reports of patient harm associated with this event. This report is submitted for the image issue.